Manufacturer narrative:
During integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result, this event is being filed beyond the 30-day FDA requirement. (B)(4). Complaint conclusion: it was reported that the physician deployed the 6/7f mynxgrip vascular closure device (vcd) and the sealant would not come out of the black tube. The patient's hospitalization was not extended. There was no reported patient injury. The device is available for evaluation. There were no damages or anomalies noted when removed from package. The device prepped normally. The access site was located at the right groin, femoral head. The device packaging was not compromised during storage. The advancer tube was engaged and visible. There was no significant resistance when shuttling down. The user shuttled down completely. There was no unusual force applied when retracting the sheath. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was not returned; therefore, the relationship between the sealant and the advancer tube/shuttle cartridge could not be determined. The balloon bond adhesive taper was inspected at high magnification for anomalies that may have obstructed the device path. No anomalies were observed. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. A review of the manufacturing documentation associated with lot f1705101 was performed and the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The failure reported as the sealant would not come out of the black tube was not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported failure experienced by the customer could not be conclusively determined. The instructions for use instructs users the following: ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken. Based on the information provided, the condition of the returned device and the investigation performed, the failure reported as the sealant would not come out of the black tube could not be confirmed. However, it was observed that the returned mynxgrip 6f/7f device was used with an 8f procedural sheath (off label use) during the procedure. As per the instructions for use (IFU), the procedure preparation step states that when using a mynxgrip 6f/7f device , confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm and do not attempt to use the mynxgrip 6f/7f device to close access site where an 8f or larger procedural sheath was used. Failure to follow the IFU by using a larger than specified sheath size with device may result in difficulty in obtaining hemostasis. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the physician deployed the 6/7f mynxgrip vascular closure device (vcd) and the sealant would not come out of the black tube. The patient's hospitalization was not extended. There was no reported patient injury. The device is available for evaluation. There were no damages or anomalies noted when removed from package. The device prepped normally. The access site was located at the right groin, femoral head. The device packaging was not compromised during storage. The advancer tube was engaged and visible. There was no significant resistance when shuttling down. The user shuttled down completely. There was no unusual force applied when retracting the sheath.